Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05628. It was reported the pt experiences burning and stinging at the ipg site while stimulation is on or off. It was also reported the pt experiences pain at the ipg site while recharging or not. The pt was prescribed a lidoderm patch to address the pain at the ipg site.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.